Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) reaching 43 mg/dl. Customer consumed glucose gummies to treat low bg. Reportedly, the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.